Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient went to the emergency room due to having chest pain. The physician suspects there to be a right ventricular lead dislodgement with a possible perforation. No imaging has been performed due to patient being on holiday for a few weeks. The device remains implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular lead was explanted. The lead was discarded at the facility and will not be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.